Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that a couple of months ago they activated MRI mode before they got an MRI. The patient stated that they felt a zapping sensation in their right butt check while the ins was in MRI mode. The patient deactivated MRI mode and turned therapy back on when they got home, but they continued to feel the zapping sensation. The patient turned therapy off but they continued to feel the zapping sensation in their right butt cheek, which caused their entire right leg to hurt. The patient notified their managing healthcare provider (hcp) of the issue, and the hcp redirected the patient to manufacturer to see if manufacturer could check the patient's ins remotely. Agent reviewed that manufacturer cannot check an ins remotely. During the call, the patient confirmed they experienced the zapping sensation with therapy on and off. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.